Event description:
It was reported by customer that the cardiosave intra-aortic balloon pump (iabp) was unable to start up. It is unknown when the failure was identified, the unit has been sequestered since 2021. No harm was reported. Patient involvement is unknown.

Manufacturer narrative:
(B)(6). Upon completion of the investigation into this event a follow up report will be submitted.